Event description:
A malfunction on a customer's pump was reported, but no related events preceded the issue. The impact on the blood glucose level is unknown as the customer declined to provide information. The customer has sent the pump for a field correction; consequently, technical support replaced the pump and advised using multiple daily injections to ensure continued insulin delivery. The customer was informed of necessary steps upon receiving the replacement and instructed on how to return the faulty pump.